Manufacturer narrative:
Return requested. Replacement axiem 4port shipped to site 05/17/2016. Medtronic investigation of returned suspect axiem 4port finds that the axiem was actively tracking with green status for ~3 hours without any intermittency. Manipulating the tools plug in the ports didn't cause any tracking issues. Device found to be fully functional. No fault found. On 05/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in an ear, nose & throat (ent) procedure, their navigation system axiem was functioning intermittently when the tracker was plugged into the fourth port. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.